Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis, and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain following a fall. Revision op report noted instability and the hip was able to piston several centimeters.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis, and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.